Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: where was the needle grasped prior to the needle breakage (i.e. Swage, middle or tip)? Unknown did the needle fall into the patient? Unknown. Were x-rays taken to locate the needle piece(s)? Unknown. Was the needle piece(s) retrieved during the same procedure? Yes. Does a piece of the needle remain in the patient¿s tissue? No was retrieved. What tissue structure is it located? N/a. What measures were taken to retrieve the broken piece? Unknown. If retained, what is the surgeon's opinion of consequences to the patient? No consequences for the patient. Was there any additional tissue damage as a result of searching for the needle piece? Unknown. What is current condition of the patient? Unknown. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Lot nlm192 is invalid.

Event description:
It was reported that a patient underwent a laparoscopic cholecystectomy procedure on (B)(6) 2018 and suture was used. During the procedure, the tip of the needle broke off. The tip was recovered. Another like device was used to complete the procedure. There were no adverse consequences for the patient. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Evaluation: a failed suture needle, labeled as (B)(4), was submitted for fractographic evaluation to assess the fracture mode of the failure. The needle was bent, but not fractured therefore no additional analysis was performed. The manufacturing records couldn't be reviewed as the batch number is unknown. The evaluation revealed the needle was bent, but not fractured therefore no additional analysis was performed.